Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having issues with the patient programmer for a couple of weeks (starting in (B)(6) of 2017). The patient does not use therapy or the patient programmer all of the time, but only when she needs it. The patient cannot adjust to different position and she thinks its user error. Troubleshooting was not performed due to lack of access to the product. It was noted that the patient was going to call patient services for assistance. There were no patient symptoms reported.

Event description:
Information was received from a patient. It was reported that the patient was experiencing a loss of therapy. The patient stated that they never liked using the stimulation and had never really turned it on. It was reported that it would stay on okay at first, but then the pain reliever would go off and they¿d have to set it again. The patient stated that the stimulation would be getting through to their pain, which would help, but then would ¿somehow shock them or whatever¿ and then they¿d have to set it over again. They mentioned that they would have to ¿get back on the neurostimulator and push it up or down again.¿ it was clarified that the device wasn¿t shocking the patient and that it just wasn¿t killing their pain. It was noted that this had been an issue since the patient was implanted on (B)(6) 2012. The patient was to follow up with their healthcare provider (hcp). Indications for use are non-malignant pain and failed back surgery syndrome.